Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer¿s blood glucose was unknown. The customer stated that the insulin pump was louder during rewind, sometimes has to press graph button buttons twice, and there was no delivery alerts, not due to site issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing either. All buttons were tested while navigating the menus, and they all worked properly. Furthermore, no pump errors 3 or 54 were noted during testing, and no pump error 54 is found in the device history file.